Event description:
The duett was deployed following an interventional procedure (via a 6 fr sheath in the right common femoral artery). The pt later developed loss of pulses, a pale foot, and pain. An angiogram revealed a filling defect in the right common femoral artery, no flow in the superficial femoral artery and below. Reopro, tpa and heparin were started. An angiogram showed flow recovery in the superficial femoral artery and a residual thrombus in the popliteal. The next day the filling defects were successfully treated with an angiojet. A hematoma developed and the pt developed a white, mottled left leg. An arterial spasm was suspected, and nitro was given. The pt then became tachycardic and hypertensive with mottled color up to the chest. The pt was given 2 units of prbc. The next day the pt was responding well with normal vital signs and color and was last reported to have good pulses.